Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x41 alarm had been generated by the pod during the first priming sequence. The data showed that rotational sensor malfunctions occurred which resulted in abnormal rotational sensor data. This abnormal rotational sensor data contributed to the generation of the 0x41 alarm. Rerun of the pod replicated the abnormal rotational sensor data. Inspection of the pod found contamination on the commutator cap. This contamination contributed to the abnormal rotational sensor data that prevented the pod from completing activation and deploying as intended.